Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) found the device powered on with no reported failures. All drawers and boards were checked and inspected, and no signs of physical or thermal damage were observed. The customer also confirmed that no issues or abnormalities had been noted. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bottom drawer of the cabinet was spitting sparks. User powered off the station again. There were no adverse events or injuries reported based on this event.